Manufacturer narrative:
Age/date of birth: average age. Sex: majority gender. Event date is literature article published date fifteen year results of radiofrequency ablation, using vnus closure, for the abolition of truncal venous reflux in patients with varicose veins eur j vasc endovasc surg (2017) 54, 357-362 10.1016/j.ejvs.2017.06.001. If information is provided in the future, a supplemental report will be issued.

Event description:
This study shows the long-term results for one of the earliest techniques of endovenous thermal ablation (evta), vnus closure. Evta od varicose veins was introduced in the late 1990s with radiofrequency ablation (rfa) using the vnu closure device. The results of the original vnus closure device for the abolition of truncal venous reflux at 15 years were reported in this study. A total of 189 patients with a mean age of 52 were treated with the vnu closure device in the gsv (great saphenous vein), ssv (small saphenous vein) and aasv (anterior accessory saphenous vein) between march, 1999 and december, 2001. It was reported that 54 patients attended follow-up ultra sound approximately 15 years¿ post procedure (june and september 2016). The final study cohort consisted of 43 females and 15 males with a mean age at the time of index rfa procedure of 52.6 years. It was reported 2 patients received further treatment due to partial or complete failed vein closure, 4 patients presented with mild paraesthesia in their legs and 5 patients died. The author reported the 5-reported deaths were normal for a population of this age being followed up over 15 years, none were related to vnus closure. It was concluded that vnus closure achieved excellent long-term technical success in treating reflux in truncal veins 15 years post- procedure, demonstrated by doppler ultrasound (dus).